Event description:
It was reported that while in the intensive care department the intra-aortic balloon (iab) was prepped per instruction. The md punctured the femoral artery, which was done without any 'mechanical obstacles." After widening, iab was introduced through the guidewire up to the assumed depth (without any mechanical obstacles as well). While attempting to remove the guidewire, there occurred resistance. The attempt was repeated a few times without any positive results. Finally the iab and guidewire were removed altogether. Another iab was not inserted. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will filed if additional info becomes available.